Event description:
The line was inserted and aspiration was satisfactory, x-ray confirmed correct position. After further flushing blood was noticed to be leaking. The leakage was coming from the subcutaneous tunnel. The line had to be removed and replaced using the same vessel. The pt's procedure was lengthened due to having a second line placed.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation, a lot history review (lhr) of huwl1495 showed no other similar product complaint(s) from this lot number.